Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire service technician verified the reported issue. Found inoperable and service soon alarms in the event trace. Powered the vent on and confirmed that it alarms service soon. The usage hours and cycle count were found to be reset on the main board. Recalculated the usage to be 144.76 hours. Root cause is the main board and it will be send to the failure analysis laboratory for further investigation. Service technician verified the reported "nonoperational" problem. Found safety valve high pressure alarms in the event trace. Connected a known good patient circuit and powered the vent on with the customer's settings. Vent alarmed svhp and does not provide breaths. Replaced the flow sensor and the bias valve with known good ones and passed. Root cause is the flow sensor and the bias valve and they will be sent to the failure analysis laboratory for further investigation.

Event description:
The customer reported device is getting several codes and is non-operational on the revel ventilator. At this time, there is no information regarding patient involvement associated with the reported event.